Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: a review of the pump¿s black box data revealed no pump reboots. There was no visible damage to the battery compartment or battery cap. The battery cap was able secure onto the pump. The pump could not be exercised for 24 hours due to cs 078 alarms. The pump was opened and no damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.